Event description:
Sales rep reported, when opening the sterile packaging, they discovered a fiber from clothing or possibly hair. This was found glued between the film that conceal the nail. The nail was then put aside and another one was used.

Manufacturer narrative:
Na